Event description:
It was reported that the cartridge was not fitting properly on the pump and could not be troubleshot immediately. There was no adverse impact to the customer¿s blood glucose level, as it remained under 500 mg/dl. Technical support instructed the caller to remove the pump case, inspect various parts of the pump, and clean the pneumatic tap area, which led to the successful reloading of the cartridge. The customer was able to resume insulin therapy successfully without reporting any housing damage or other issues impacting treatment.